Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). Valve thrombosis is a known potential risk associated with the use of bioprosthetic heart valves, which is included in the instructions for use (IFU), and there is no evidence to suggest a manufacturing non-conformance or defect contributed, thus no further evaluation is needed. This event will be included in ongoing monitoring and trending. Based on the information available, the most likely cause is procedural factors including the use of artificial blood circulators such as extracorporeal membrane oxygenation (ECMO). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (component code).

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 11400m mitral valve developed valve thrombus on pod #3 while on ECMO. Per the nurse practitioner, the thrombus was treated with tpa (IV thrombolytic). Per medical records, there was no evidence of valve thrombus/tpa. The patient underwent robotic mvr for flailed native leaflet/degeneration with severe mac. A 29mm 11400m valve was implanted, post procedure tee demonstrated a good functioning valve and no pvl. However, there was severe rv dysfunction/cardiogenic shock, the patient was placed on av-ECMO and transferred to the cardiac surgery ICU in stable condition. On pod #3, the patient developed stroke; punctate age-indeterminate lacunar right infarct. CT showed no evidence of acute transcortical infarction, hemorrhage, or mass lesion. Pod #5, the patient was taken back to the or for decannulation of ECMO and tolerated the procedure well without complications. The patient was discharged on pod #15. 6 days later, outpatient echo showed mitral valve with a mean gradient of 10mmhg, there was no mention of prior thrombus.